Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to insulation worn. No additional adverse patient effects were reported.